Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was 32 mmol/l. The customer turned off auto mode and switched to manual mode and later his blood glucose level came down to 14 mmol/l. The also reported calibration not accepted alarm and a large difference between the sensor glucose level and blood glucose level. The insulin pump will not be returned for analysis.